Event description:
It was reported that the patient presented for a right ventricular leadless pacemaker (rvlp) implant procedure. During the procedure, it was noted that the rvlp helix stretched. The lp was removed and replaced. The patient was stable following the procedure.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection showed that the helix length was out of specification consistent with happening during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.